Manufacturer narrative:
Additional information received by the agent on feb 27, 2019: the broaches were able to be cleaned by putting cotton down the cannula, however before that, they ran them in the sonic wash for a few hours. Preliminary investigation performed by r&d project manager on the basis of the picture provided: analysing the image attached it is possible to see some foreign material in the hole of the broach. It could be due to a bad cleaning but it cannot be confirmed.

Event description:
During the primary hip surgery, it was discovered that spd pulled some of the amis broaches from the set because they contained foreign (dirty) matter in the cannulation of the broaches. The agent opened a second set and it was missing amis broaches as well due to the same issue. Spd did not inform the agent of this issue prior to the case starting. The patient was already under anesthesia and the surgeon had spd clean the broach he needed for the case. This issue caused the case to be delayed for 2-hours and the surgery was completed successfully.